Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 104) has been confirmed. Upon investigation, there was contamination in the sd card slot. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was displaying a service code 104.